Manufacturer narrative:
The reported event of balloon separated from the catheter was confirmed. As received, spring tip with balloon latex and distal windings were detached from catheter body and not returned. Proximal windings and catheter body were intact. Per the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures and to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. No other visible damage was observed from catheter. Further evaluation regarding related quality issues is under investigation. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. It concluded that a product risk assessment was previously generated to cover embolectomy catheters with detached spring tip. Updates to the h6 codes are as follows investigation findings was changed to no findings available and investigation conclusions was changed to cause not established. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported via medwatch 4900240000 2023 8061 that the balloon separated from the catheter after use. Catheter was inspected by doctor and noted that the balloon was intact prior to use. After use, the balloon was no longer attached and was unable to be located on the sterile field. Forgarty was passed proximal in the superior mesenteric artery. On the last proximal pass, the balloon appeared to have broke and could not be found. Per follow up with customer, there were no further attempts made to retrieve or locate missing balloon, no troubleshooting attempts made, no additional products used, and no patient injuries.